Event description:
A report was received in 2002 stating that the doctor had implanted a memorylens in 2002. At exam following the implant surgery, the doctor noted a defect on the optic axis of the lens. The doctor is not planning to explant the lens, as the patient has had any problems at all because the defect is outside the optical axis, and does not affect patient's vision.